Event description:
Nurse drew blood from a line into a 10cc syringe and then locked the btd onto the syringe. She put the first tube into the holder and filled the tube from the syringe. She removed the first tube and proceed to push the second tube into the holder. As she did this, the btd broke into two pieces at the luer hub and sharp plastic from the hub cut nurse's hand. The pt was hiv positive. Nurse had baseline blood work completed.

Manufacturer narrative:
This is the first complaint for lot reported. There were no abnormal conditions reported in the DHR that could cause this defect. All process and final inspections comply with specification requirements. No product has been received to date. However, pictures were provided. Analysis will be conducted based on pictures and retention samples. Quality will continue to monitor on monthly trend reports.